Manufacturer narrative:
The device is expected to be explanted and returned for analysis. This report will be updated upon the completion of the investigation.

Event description:
It was reported during ongoing use, the device was exhibiting premature depletion. The device was showing 1.5 years remaining in february, but during the most recent check, it was showing less than 3 months remaining. The sales rep checked to make sure whether the patient was having af episodes or anything that would increase power consumption, but said that the patient did not appear to have any heart condition that would impact the device's longevity. Technical services was contacted, and asked to run a device check. It was confirmed that the battery was using more power than expected, and gave a 90 day window for box change. No adverse patient effects were reported. A box change has yet to be scheduled.

Manufacturer narrative:
This device has not been returned to boston scientific. Should additional information become available, a supplemental report will be submitted. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this device was exhibiting premature depletion. The device had previously showed 1.5 years remaining; however, during the most recent device check, there was less than 3 months remaining. It was confirmed that the patient was not having any atrial fibrillation (af) episodes, or anything that would impact the device's power consumption. A copy device memory was saved and submitted to boston scientific technical services (ts) for analysis. Engineering review of device data confirmed premature battery depletion. Additionally, a ts consultant reviewed data via latitude (remote monitoring system), and found that there was no low voltage fault declared; however, the device is depleting in a manner consistent with low voltage (lv) capacitor advisory. There were no other suspicious faults or resets stored within device memory, and therapy delivery is unaffected. The device hardware is not detecting the loss of battery energy. Due to this anomaly, a ts consultant recommended device replacement, and return for detailed analysis. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Boston scientific has issued an advisory communication regarding an older subset of cognis / teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.